Event description:
(B)(4). I got essure in (B)(6) 2013, it was covered by my insurance and placed by my doctor at his office. The first few months everything seemed fine, my periods were slightly heavier than before I had the device but not unbearable. Over the past two years my periods have increased to an abnormally heavy flow and are increasingly longer. Pre-essure my periods were moderate flow for approximately 4 days. Now I soak through a super tampon in 45 minutes for several days and my periods often last 10 days. I have also started experiencing migraines 2-4 times a week where I previously had 1-3 a month. I am losing a lot of hair. I am also experiencing excessive weight gain. In 2 years I have gained (B)(6) lbs, a lot of that in my midsection and my diet and exercise are consistent with what they were pre-essure when I had no problems maintaining a healthy weight.